Manufacturer narrative:
Corrected data : device available for evaluation. Device evaluated by manufacturer. Additional manufacturer narrative: the customer no longer wants to send the device in for repair. The have substituted in a gas bench. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
The bedside monitor gives a gas calibration for nitrogen dioxide of 100% when it should be 30%. The device gives inaccurate readings for other mix gas. Device was not on patient use. The device is being returned for evaluation and repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The bedside monitor gives a gas calibration for nitrogen dioxide of 100% when it should be 30%. The device gives inaccurate readings for other mix gas.